Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, lot# serial# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s trial phase of testing with the external neurostimulator (ens) started last friday and that today they took something out of the fridge and the lead component ¿ripped out¿ of their back. It was also noted that their healthcare professional¿s (hcp) was closed for the day. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.